Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis event was not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the peritonitis event was coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was treated with a single dose of vancomycin (2 gram) loading dose intraperitoneally for the peritonitis event. On the day of onset, the patient began treatment with ceftazidime 1 gram per day intraperitoneally completed eleven days after the onset of peritonitis for the peritonitis event. Eleven days after the onset of peritonitis, the patient was given another loading dose of vancomycin (2 gram) intraperitoneally for the peritonitis event. Twelve days after the onset of peritonitis, the patient began treatment with ciprofloxacin 250 milligrams once every eight hours orally (duration not reported) and fluconazole orally (dosage, frequency, and duration not reported) for the peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that on an unreported date in the end of (B)(6) 2015 the treatment of fluconazol and ciprofloxacin were discontinued. On an unknown date the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.